Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery due to the pump was not refilling. All components were removed and replaced. There were no patient complications.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis underwent a thorough analysis. The reservoir was visually and microscopically examined, and leak tested. No anomalies were found with the reservoir. The cylinders were visually and microscopically examined, and leak tested. Both cylinders had wear at folds in the middle cylinder bodies. No leaks were found. The pump was visually and microscopically examined, leak and functionally tested. The pump did not pass activation tests. Based on the information available and analysis results, the activation issue identified in the pump could have caused or contributed to the reported clinical observation of pump not refilling.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery due to the pump was not refilling. All components were removed and replaced. There were no patient complications.